Manufacturer narrative:
Reporter occupation unknown. No sample was returned for evaluation. A device history review performed on 9160f, lot 2021-11ol, confirmed that there were no production issues that would indicate any quality problems with this lot. The customer reported dense body hair was present at the plate site". A photo provided of the used plate appeared to have body hair on the plate. The customer reported the plate was positioned over a metal implant. The product's instructions for use (IFU) states: "to reduce the risk of burns and pressure necroses.... Site must be clean, dry, and free of hair. Remove hair at application site." The IFU also states: "to reduce the risk of burns and pressure necroses... Avoid placement over bony prominences, metal prostheses, or scar tissue."

Event description:
A hospital employee in (B)(6) alleged that a (B)(6)-year-old male patient, weighing (B)(6) kg, underwent a resection of bilateral nasal synechia procedure on (B)(6) 2019. The surgery was 40 minutes in length. The patient was in a supine position during the procedure. The patient had a 3m¿ electrosurgical plate (model 9160f) placed on the anterior portion of his left lower thigh. The plate was reportedly applied far from the surgery site over a metal implant. No skin preparation was performed. Dense body hair was reported to be present at the plate site. The physician reportedly requested an increase of 2x the scalpel power. A bp 150 - ima generator was used. An alarm reportedly sounded during the procedure. The employee alleged a darkened skin lesion with reddened edges was observed on the patient's left thigh intra-op. The injury was approximately 2 cm in size and described as skin cauterization/ 2nd degree burn. The wound was reportedly located under the plate. No patient skin sensitives/allergies were specified. The plate was reportedly removed, without difficulty, from the top to bottom by the cable fixing tab. The employee reported the plate was not adhered well when removed. The generator was evaluated by a biomedical engineer. The customer reported no changes in the equipment were observed. An unspecified burn ointment was prescribed by the surgeon. The patient was discharged and is reportedly undergoing the healing process.